Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the implanted clip detached from one leaflet and remained attached to the other leaflet, resulting in congestive heart failure exacerbation and increased mitral regurgitation. It was reported that on (B)(6) 2014, two mitraclips (B)(4) were successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to 1+. On (B)(6) 2016, the patient was hospitalized for increased mitral regurgitation and congestive heart failure exacerbation with accompanying fluid overload. Medication was provided. On (B)(6) 2016, per transesophageal echocardiogram (tee), a single leaflet device attachment (slda) and a ruptured chordae was noted. The identification number of the slda clip was not provided. On (B)(6) 2016, two additional mitraclips were implanted as treatment without reported issue. The mr was reduced to 2+ and the patient recovered well. Per physician, the event was definitely related to the implanted mitraclip. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: on (B)(6) 2016, the patient was admitted to the hospital for increased mitral regurgitation requiring a third mitraclip. Another mitraclip procedure was performed during the admission. The event resolved.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, edema, worsening mitral regurgitation (mr) and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. As the slda was observed over a year post procedure, it is possible that patient morphology/pathology and pre-existing comorbidities affected leaflet insertion in the clip over time, contributed to the user experience; however, this cannot be confirmed. The reported worsening mr and congestive heart failure (chf) appear to be related to the slda of the clip (procedural conditions); the reported dyspnea and edema were likely symptoms/secondary effects of the mr and chf. The reported hospitalization, treatment with medications, and additional therapy/non-surgical treatment were a result of case specific circumstances, as the patient was hospitalized on three separate occasions for symptoms and was treated with intra-venous diuretics. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report submitted, additional information was obtained: on (B)(6) 2016, the patient was admitted to the hospital with dyspnea due to exacerbation of congestive heart failure. Intravenous (IV) diuretics were provided. The event resolved and patient was discharged to home. On (B)(6) 2016, the patient was admitted to the hospital due to dyspnea again. Diuretics were provided. The condition resolved and patient was discharged. On (B)(6) 2016, the patient was hospitalized for increased mitral regurgitation and congestive heart failure with accompanying fluid overload. Per transesophageal echocardiogram (tee), performed on (B)(6) 2016, the mitral regurgitation had increased to grade 3+ and a single leaflet device attachment/slda was noted. The slda clip was identified as cds (B)(4). Reportedly, there was no tissue damage or chordal rupture related to the slda. On (B)(6) 2016, two additional clips were implanted as treatment without reported issue, reducing the mr to grade 1+.